Event description:
Per the info provided to co by the physician's office, the device was removed due to a "malfunction", secondary to "leakage". As reported to co, the entire device was removed and replaced with another mentor 2-piece inflatable penile prosthesis.